Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is unrefuted for two (2) of two (2) unreturned mobi-c implants (pn: mb3xxx) for the failure of patient harm. The products were not returned, and no photos were provided. Medical records were not provided for review. Potential cause since the products were not returned, and no photos were provided, root cause can't be established. DHR review and related actions: DHR review can't be performed, since lot number was not provided. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report. Reference report 3004788213-2020-00248-1.

Event description:
It was reported that a patient is experiencing pain, difficulty swallowing, and loss of mobility in all four extremities because it feels like the mobi-c device migrated. Two devices were initially implanted. There are no treatment plans identified to date. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00248.

Event description:
It was reported that a patient is experiencing pain, difficulty swallowing, and loss of mobility in all four extremities because it feels like the mobi-c device migrated. Two devices were initially implanted. There are no treatment plans identified to date. This is report two of two for this event.